Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient with an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient was having a cerebral spinal fluid (csf) leak in the back. The physician aspirated clear fluid but it continued to leak. The patient did have a headache. The date of the event is unknown. The patient was referred to a neurosurgeon to perform a blood patch on (B)(6) 2016. The patient's status at the time of report was noted as "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.